Event description:
A tandem mobi cartridge alarm was reported during the loading process, with the caller experiencing consecutive cartridge alarms. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer reverted to a backup insulin pump and manual injections for insulin therapy.